Manufacturer narrative:
H3, h6: h3, h6: the reported device was received for evaluation. A visual inspection of returned device found distal tip damage, broken lens, damage to the negative lens and residue on external optical surfaces. The reported malfunction was duplicated during functional testing. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the external lens in the arthroscope was broken. No case reported; therefore there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.